Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with mentor memorygel xtra breast implant 380 gel breast prostheses developed baker grade IV capsular contracture in both breasts post implantation. Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel xtra breast implant 380cc gel breast prostheses on (B)(6) 2023. During explant surgery, it was observed that both removed breast prostheses were ruptured. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).